Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration, during patient treatment. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the air gas module and the o2-sensor was replaced and returned for investigation. The reported alarm for low o2-concentration was not reproduced during simulated use test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation. The o2-sensor was also working as expected. Evaluation of the received device logs shows that the matching event on july 2 during the time period 20:57 to 09:08 the next day. The pre-use check was confirmed to be successful both before the event. Based on the device log evaluation our conclusion is that during the event there was oscillations, likely caused by a nozzle unit inside the air gas module.